Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod64, patient experienced "mild hyperdacryosis;" event not resolved. On pod98, slit lamp examination noted "mild central corneal pigmented deposit/keratic precipitates;" event resolved on pod279. During pom4, patient experienced "mild trichiasis." On pod169, "slit lamp examination noted three trichiasis" and event was noted as resolved after trichiasis extraction was performed. On pod279, "slit lamp examination revealed trichiasis, computerized perimetry showed progression of visual field defect, and iop showed increased intraocular pressure;" events have not resolved. On pod713, patient was admitted to hospital due to "increased intraocular pressure;" physical exam noted iop of 37.2 mmhg and ptosis of the upper eyelid. On pod714, treatment of filtering bleb separation was performed. On pod715, patient was discharged from hospital; event is noted as not resolved. Device remains implanted. The event of trichiasis has been deemed not device related.